Event description:
It was reported that during a colectomy procedure, the device was fired. The device cut, but no staples deployed. Another device was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for evaluation.